Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on the morning of (B)(6) 2013. The patient reported a blood glucose result of "195 mg/dl" with the subject meter. The patient manages his diabetes with insulin and glucovance pills. Based on the alleged result, the patient reportedly administered self 5 units r insulin to help lower his blood glucose result. About 4-5 minutes after, the patient claims he felt a symptom of sweating and felt like "everything was dancing in his eyes." The patient reportedly retested with the subject meter and obtained a blood glucose result of "65 mg/dl." The patient's wife gave him orange juice and food as treatment. The patient alleged he felt better about 15-20 minutes later. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.